Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: (B)(4). Related manufacturer reference number: (B)(4). It was reported that the patient experienced an infection at the ipg pocket. As such, surgical intervention took place on (B)(6) 2023 wherein the ipg and extensions were explanted to address the issue.